Manufacturer narrative:
Investigation: two (2) samples and three (3) photos were provided by the customer for investigation. Both of the returned samples had needles assembled in blue needle hubs. One (1) sample was in a baggie labeled ¿bad¿ and the other sample was in a baggie labeled ¿good¿. Both samples were measured using a micrometer with the ¿bad¿ sample measuring 0.01620 inches and the ¿good¿ sample measuring 0.02035 inches. The micrometer readings indicate that the sample measuring 0.01620 inches is a 27-gauge needle and the sample measuring 0.02035 inches is a 25-gauge needle. Three (3) photos were also provided by the customer for investigation. The first (1st) photo shows two (2) needle assemblies side by side which are numbered 1 and 2. The second (2nd) photo shows a needle assembly with the needle being measured using a micrometer which reads 0.01630 inches. There is a text box to the right of the photo which states ¿sample 1, bad, od within specification parameters for a 27 ga cannula per 05-8020 (bd 301643)¿. The third (3rd) photo shows a needle assembly with needle being measured using a micrometer which reads 0.02050 inches. There is a text box to the right of the photo which states ¿sample 2, good, od within specification parameters for item 05-8017 (bd 301644)¿. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. The DHR review revealed that 27-guage product was not immediately assembled on the machine involved in the needle hub assembly of this batch. Possible root cause, based on the investigation conclusion bd acknowledges that the returned sample has a 27-guage needle in a 25-gauge needle hub. As the customer reported two (2) occurrences of 27-guage needles being found it is likely that two (2) 27-guage needles became lodged in a cannula cartridge and then the cartridge was refilled with 25-guage needles at which time the 27-guage needles dislodged and were assembled. Bd acknowledges that the returned samples and the photos provided by the customer indicate that 27-gauge needles were incorrectly assembled into 25-gauge needle hubs.

Event description:
It was reported that needle ns 25ga 1in blt sq grd w/o shield came with a mix of product types in a pack. This occurred on 2 occasions before use. The following information was provided by the initial reporter: material no. 301644 batch no. 8103918 it was reported, scanner noticed a 27 ga cannula in a blue hub for an order of 25 ga cannulas.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle ns 25ga 1in blt sq grd w/o shield came with a mix of product types in a pack. This occurred on 2 occasions before use. The following information was provided by the initial reporter: material no. 301644, batch no. 8103918. It was reported, scanner noticed a 27 ga cannula in a blue hub for an order of 25 ga cannulas.